Manufacturer narrative:
E.4. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5116222. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd alaris¿ pump module smartsite¿ infusion set tubing line broke off and stuck in the connection hub during use. The following information was provided by the initial reporter: "med surg rn disconnected a primary intravenous tubing line from the medi-port connection port exerting regular effort. The tip of the primary tubing line broke off and got stuck in the connection hub. Primary rn had to replace the medi-port access to ensure that the port can be infused with medication and no plastic fragments were left that can compromise cleanliness of the connection. Central supply manager and risk management made aware."

Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 2426-0500 lot number 23013192 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the tip of the bd alaris¿ pump module smartsite¿ infusion set tubing line broke off and stuck in the connection hub during use. The following information was provided by the initial reporter: "med surg rn disconnected a primary intravenous tubing line from the medi-port connection port exerting regular effort. The tip of the primary tubing line broke off and got stuck in the connection hub. Primary rn had to replace the medi-port access to ensure that the port can be infused with medication and no plastic fragments were left that can compromise cleanliness of the connection. Central supply manager and risk management made aware."